Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated and embedded in wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and nine months post deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain. The filter was tilted with the tip of the filter against the anterior wall of the inferior vena cava. There was no evidence of thrombus within the inferior vena cava. Around three years and three months later, a computed tomography of abdomen was performed which showed positive for caval perforation. The superior extent of the inferior vena cava filter at l2-l3 disc space and inferior extent at superior margin of l4. Total six prongs perforated, and the maximum distance prongs perforated 5 mm. The coronal images showed 8-degree tilt left to right and sagittal images showed 11-degree tilt posterior to anterior. Therefore, the investigation is confirmed for filter tilt and perforation of inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2011).